Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote balloon catheter was advanced for pre-dilation. However, on initial inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. No complications were noted. Returned product consisted of a coyote es balloon catheter with a .014 inch guidewire inside the device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the proximal section of the device is missing. The exit notch, proximal inflation lumen, proximal guidewire lumen, and hub is missing. The shaft is separated 26.4cm from the tip. There are kinks on the guidewire lumen 5.9cm and 6.4cm from the tip. Microscopic examination revealed that the tip is damaged and the balloon is loosely folded. There is blood present in the guidewire lumen, inflation lumen, and balloon. Under microscopic examination there were no visible signs of a ruptured balloon. Inflation testing could not be performed because the device is separated distal of the exit notch so the guidewire lumen and inflation lumen are now connected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote balloon catheter was advanced for pre-dilation. However, on initial inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. No complications were noted.